Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure, the laparoscope camera was left on while placed in the sterile drape pocket, burning the drape and the patient. The fluorescence laser was reportedly left on and burned the patient above the right elbow. The burn was identified at the end of the procedure. It is unknown what medical intervention (if any) was required to address the burn. The severity of the burn injury is also unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.

Event description:
Refer to h11 for follow-up information.